Manufacturer narrative:
A replacement transformer has been sent to the customer. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
Customer called into customer service to report that her transformer housing is falling apart.